Event description:
Drive devilbiss is the initial importer of the device which is a knee walker. The end-user rented the device from a service provider. We were notified of the incident by legal representatives of the end-user. We do not ave the device for evaluation. We are filing this report in an overabundance of caution and to be timely. Follow-up reports will be filed when additional data is available. The knee pad broke away from the knee walker rental causing her to fall. She hit her head, fractured her hand, and reportedly sustained other injuries, all of which required her to seek emergency medical care and hospitalization.